Manufacturer narrative:
Date of event: date of when device broke is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record (DHR) review was performed for part # 04.037.159s, synthes lot# h440179 (sterile) - 11mm/130 deg ti cann tfna 380mm/left- sterile. Quantity 6. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot - l496187. 04.037.912.4 - wave spring, shim ended bp-55 lot - h316269. 04.037.912.3 - tfna lock drive bp-58 lot - h425192. Raw material lot bp-80 lot - h255139. Raw material received from (B)(6). Certificate of analysis for titanium received from (B)(6) meet specification. Raw material receiving/put away checklist meet specification. Inspection sheet for in-process/inspect dimensional/final ns063046 rev: k and inspection sheet - tfna assembly inspection ns067861 rev: b met inspection acceptance criteria. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: (B)(4), ethicon (abq), ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with trochanteric fixation nail advance on (B)(6) 2017. The implanted hardware include one helical blade, a nail, and a distal locking screw. On an unknown date the patient presented to the surgeon with a broken nail at helical blade junction as well as a broken distal locking screw. The helical blade is intact. Additional x ray were taken and the breakage was confirmed along with a non-union. The patient was revised on (B)(6) 2018 to a first generation trochanteric fixation nail system. The surgery was successfully completed with no delay. The patient outcome was stable. Concomitant devices: helical blade(part# 04.038.290s, lot# h428355, qty: 1). This report is for one (1) 11mm/130 degree ti trochanteric fixation nail advance (tfna) nail-380mm/left. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned. Review of provided x-rays showed the nail broken at the proximal locking hole. Thus, confirmed the complaint condition. If the complaint condition can be replicated is not applicable for a postoperative implant failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.